Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approximately 4.5cm distal to the is-1 connector pin. All fragments were received for analysis. The returned lead fragments were visually and electrically analyzed. The visual inspection revealed that the insulation was, apart from the present fragmentation, free of breaches. During the electrical analysis, the dc resistances of the received conductor fragments were measured. No peculiarities were found. Further analysis of the returned lead fragments did not reveal any irregularity that might have contributed to the reported clinical observation. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
On august 26, new crt-d implantation was performed. After procedure, the pocket was closed and the patient left operating room. Later, x-ray revealed this ra lead had dislodged. On the same day, the patient returned to operating room and this lead explanted and replaced.